Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the name of the procedure: procedure inguinal hernia; was it open or laparoscopic: videolaparoscopic. The device was returned with the cannula cap damaged. This is an indicative that this issue was caused due to an external cause/device use.

Event description:
It was reported that the patient underwent a video-laparoscopic inguinal hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During evaluation, it was found that the returned cannula cap damaged. Another like device was used to complete the procedure. There were no adverse consequences reported.